Manufacturer narrative:
This device is not expected to be returned. Therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported. Device return is not expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.